Event description:
It was reported by service report that bed had intermittent power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent and loose power prongs on power cord.